Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had reservoir not feeling secure in. When changing the reservoir the last 4 times, had difficulty with the reservoir not feeling securely in place. No harm requiring medical intervention was reported. The customer inspected the locking ring but do not see any cracks as described in the bulletin sent out about lock ring failure. The device will not be returned for analysis.